Event description:
The event is reported as: the customer alleges that the connector is disconnecting from the tubing. No report of a pt injury/harm.

Manufacturer narrative:
A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. A dimensional inspection of the product involved in the complaint could not be conducted since the product involved in this customer complaint was not returned. However, material at teleflex nuevo laredo facility, was dimensionally inspected. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. No DHR (device history record) was reviewed because the customer did not provided lot number of the product (B)(4). A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation, it is necessary to evaluate the sample involved on the incident. The customer complaint cannot be confirmed based only on the info provided. However, samples from current production of molded component (B)(4) involved in this customer complaint were verified to identify any issue that can lead to the reported defect and no issues were found since external diameter were found within specification. If the device sample became available this investigation will be updated with eval results.